Event description:
Reporter indicated that vns pt was scheduled for revision surgery due to lead break confirmed via x-ray. Further follow-up revealed that the pt underwent revision surgery, at which time the lead was replaced. Attempts to obtain the explanted lead for analysis have been unsuccessful to date. No serious injury was reported.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.